Event description:
IV bags for pump had insufficient volume (though the content of medication was sufficient). Fluid for the IV bags were pumped through "single lead set." The set was mfg with a backward "flow arrow" that caused the amount to be pumped to deviate from the calibrated volume. Pt complained of approx 20 ml short in each 250 ml bag. Pharmacy measured returned bags and verified as such. Pump was working properly.